Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer found smart half height drawers 5.1 and 5.2 with cubies were failed. The engineer could not be able to find any faulty drawer and discovered broken lids when opened by the customer and taped shut. Further, the engineer removed all broken cubies, replaced them with new pockets and tested the drawer using hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer failure with power shortage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.